Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not booting up after a power outage that was related to the uninterruptible power supply (ups) failure. The customer also reported that after they removed this ups and connected the unit directly to the power outlet, the cns booted onto a black screen. The customer will receive a replacement hard drive (hdd) in order to mitigate this issue. There was no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following device was used in conjunction with the cns, and is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was not booting up after a power outage that was related to the uninterruptible power supply (ups) failure.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated that cns device was experiencing boot up issue after a power failure. The ups supplying power to the cns has stopped supplying power. When the cns was plugged directly to the wall outlet and hard drives were swapped to enable raid to be rebuilt, the issue was resolved. Investigation summary: the boot up issue was caused by power failure at the ups level. Ups device information, maintenance history and how it's set up are not available. The root cause of the power failure at the ups could not be determined. Additional model information: d11 & c2: the following device was used in conjunction with the cns, and is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI)#: ni. Additional information: b4. Date of this report. F6. Date user facility/ importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was not booting up after a power outage that was related to the uninterruptible power supply (ups) failure.